Event description:
A report was received that the patient was receiving intense pain at her ipg site. The ipg was replaced and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.